Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01827. It was reported that the right ventricular (rv) lead exhibited oversensing of noise via merlin.net transmission. The lead was capped and replaced on (B)(6) 2020. During the revision procedure, noise was continually observed on the new rv lead when it was inserted to the pacemaker even though no noise was present on the analyzer. It was then determined that the pacemaker header was causing the noise. The device was explanted and replaced. The patient was stable before, during and after the procedure.